Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 586 mg/dl. Customer's blood glucose was 213 mg/dl at the time of call. Customer also had multiple blood glucose level of 97 mg/dl, 98 mg/dl. Customer also stated that the difference between sensor glucose and blood glucose was not within acceptable range. The sensor will not be returned for analysis.